Manufacturer narrative:
Concomitant medical products: product ID: 10642, lot# j1105884r, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the explanted catheter was examined by the manufacture and the cause was late failure of the anchoring system. A ultrasound was performed and there was a short segment on nonocclusive thrombus around the intraluminal catheter in the medial right subclavian vein near its confluence with the innominate vein. The catheter was replaced and the pump was repositioned to the opposite site on (B)(6) 2019. The issue resolved on (B)(6) 2019 when the catheter was surgically replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 10642, lot# j1105884r, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter prouct ID: neu_unknown_cath, serial# unknown , product type: catheter. The catheter (10642) was returned, and analysis found the catheter body was deformed in shape and/or abrasion that did not effect infusion. The catheter (unknown) was returned, and analysis found a tear in the seal near the guide ring of the sc connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was hospitalized from (B)(6) 2019. The catheter was replaced and repositioned to opposite side on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 10642, lot #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: 10642, serial/lot #: (B)(4), ubd: 14-jan-2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative and a clinical study regarding a patient receiving remodulin 20 mg/ml with an unknown total dose via an implantable pump. It was reported the event was catheter dislodgement. It was noted the patient had a follow up ultrasound on (B)(6) 2019 to original ultrasound on (B)(6) 2018. The intervention radiologist compared a chest x-ray from (B)(6) 2015 and compared it to a x-ray on (B)(6) 2018. In 2015 the indwelling catheter went to the superior vena cava in the 2015 x-ray; however, in the x-ray from (B)(6) 2018 it appeared that the line had been displaced and only goes to the right subclavian vein. It was noted this could have happened during pump replacement procedure or when the patient had pneumonia in mid-october and was doing a lot of coughing. It was noted the hcp did notice the catheter had migrated downward on the x-ray, but did not review it until (B)(6) when the patient complained of soreness in their right shoulder and neck. The patient experienced swelling in the neck and upper chest and pain on the catheter tract. It was noted that the catheter was explanted on (B)(6) 2019 due to being dislodged. The outcome was note reported. The event date was (B)(6) 2018. The patient's weight was (B)(6). No further patient complication was reported.